Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
The customer reported via phone call that the insulin pump experienced a rewind anomaly. The customer stated that the reservoir would not fit into the insulin pump and that the device would not rewind all the way. The customer did not know the blood glucose reading. The customer was walked through the prime rewind sequence and found that the piston was pushed forward. She attempted to rewind again and found that the insulin pump instantly showed "rewind complete," but there was no movement of the piston. She stated that the piston was still pushed forward about an inch. The customer was advised to replace the insulin pump and agreed to return the device for analysis.